Event description:
The complainant alleges that they were treating a 48-yr-old male pt who had fainted. The staff connected the multi-function cable and multi-function electrodes to the pt in an attempt to analyze the ECG. The emt hit the analyze button, but the pt woke up and started moving. The device indicated "shock advised", but the pt was moving so the emt analyzed again. The defibrillator indicated no shock advised. The pt was very combative after waking up, snd was trying to remove the defibrillator pads from his chest.there was no adverse effect on the pt.